Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 520 mg/dl due to not realizing that pump had turned off as a result of normal battery depletion. High bg was addressed with a manual correction injection. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: tandem diabetes care recommends that you periodically check the battery level indicator, charge the pump for a short period of time every day (10 to 15 minutes), and avoid frequent full discharges.